Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level 43 mg/dl. Reportedly, the reason for the low bg was due to the settings needing adjustment; customer was working with health care provider to adjust proper settings. Customer ate carbohydrates to address impacted bg level.